Event description:
The reporter stated that when activating the infant heel warmer, the rn was splashed in face and eyes with the contents of the heel warmer. Facility reported that the rn went to the facility's ER and an opthamologist facility reported that the rn is fine and back to work.